Event description:
Customer reported that after the mask was inserted, then removed from the patient, they detected a leak. It was reported that there was no patient injury or problem. The user facility discarded the mask; therefore, it will not be returned for evaluation. No further information is expected.